Event description:
On (B)(6): customer reports approximate (B)(6) male having a retrograde cystogram with stent placement when fluoro failed. Customer does have a back up room, but physician elected to end the procedure and reschedule the outpatient for the stent placement procedure with another facility for the next day. Customer reports the pt is fine, no reported injury.

Manufacturer narrative:
Facility biomed reports to covidien product monitoring this older system, manufactured in 1995, would not be repaired, as the customer was installing a new room starting next week. No further investigation needed at this time.